Manufacturer narrative:
The device has not been received for analysis. Upon receipt of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a superficial femoral artery (sfa) angioplasty procedure, removal difficulties were encountered. The lesion being treated was located in the right sfa. The 6.0 x 60mm sterling balloon was used to successfully treat the lesion. Upon withdrawal of the balloon catheter from a non-bsc 7fr sheath, resistance was encountered. It was noted that "thin strips of clear plastic sheared off the device", however, all balloon material was removed from the pt. The procedure was completed with this device. No pt injury or complications were reported. The pt's condition was reported as "fine".